Event description:
This letter is to inform you of this adverse event as the suspect device stryker bone cement: antibiotic simplex 6197-1-001frka043 (qty 2) is not manufactured or imported by depuy synthes joint reconstruction. Reverse shoulder revision - patient had a fall, causing glenoid components to become adrift. Removal of glenoid components required. Cemented stem left in and cta head implanted while bone grafting on glenoid is given time to heal before 2nd stage of revision. Original implant date unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).